Manufacturer narrative:
Tech found that the lockout board had fluid ingress. The tech replaced the lockout board and the bed functioned properly. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that some of the bed functions were not working. No pt impact.